Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, and deformation. Cloudiness in the gel was observed after the autoclave cycle. A weight test of the explanted material was completed and it was within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for operation is capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.